Event description:
Crews responded to a cardiac arrest, pt found sitting in a chair, unresponsive, not breathing, pupils fixed and dilated. Disposable defibrillation electrodes were attached to the pt and and attempt was made to analyze the pt's rhythm. Reportedly, the device indicated connect electrodes and use of the device was inhibited. No back up device was available, CPR and resuscitation efforts were continued until als response crews arrived. The same electrodes were used and care to the pt was continued. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the pt's lack of response to resuscitation efforts and long down time.